Manufacturer narrative:
The product is expected to be returned. Once the product is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), an error message was displayed on the programmer. As a result, the s-ICD was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory found that the device had been previously removed from ship mode in (B)(6) 2016; however, no electrode had been attached at that time. This resulted in both a high impedance and battery alert being recorded. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis determined that the alerts observed prior to implant were due to the s-ICD being taken out of ship mode and not connected to an electrode at an earlier date. The s-ICD met all specifications during testing.